Event description:
As reported: "screws/plate back-out visible on x-rays." 5/13/2025 - additional information received from sales rep: the expert told me on the phone that the plate was replaced by a reverse shoulder.

Manufacturer narrative:
Corrections: please refer to section b2 and h6 (results code). The reported event could be confirmed although the device was not returned but a few x-rays were shared which confirms the alleged issue. A device inspection was not possible since the affected device was not returned. However, a couple of x-rays were shared which confirms backing out of the plate and some screws. The plate appears to be not fixed on the bone properly. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. A clinical opinion from our medical expert was sought with the available information but due to lack of details, a sound clinical assessment couldn¿t be obtained. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "screws/plate back-out visible on x-rays."